Manufacturer narrative:
As there was no sample remaining for further investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys anti-hbs immunoassay results for 1 patient tested on a cobas 6000 e602 module compared to an abbott. The anti-hbs results from the cobas e602 were 240.0 iu/l and 242.7 iu/l. The patient sample was tested on an abbott analyzer with a result of 8.81 iu/l. The customer tested the patient sample on a cobas e601 in another laboratory both undiluted and as part of a dilution series. The undiluted result was 260.3 iu/l, manual 1:2 dilution result was 177.68 iu/l, manual 1:4 dilution result was 119.68 iu/l, manual 1:8 dilution result was 91.04 iu/l, and manual 1:16 dilution result was 73.76 iu/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.